Manufacturer narrative:
On (B)(6) 2021, precision testing was performed without any discrepancies. Based on the provided data a general reagent problem was ruled out because calibration and quality control are acceptable. The investigation determined the event was due to a preanalytic issue at the customer site due to the low volume of the sample and insufficient centrifugation time.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for three patients with the cobas integra 400 plus. Sample 1: the initial result was 187.720 mg/dl. The repeated result was 88.981 mg/dl. Sample 2: the initial result was 533.025 mg/dl. The repeated result was 175.810 mg/dl. Sample 3: the initial result was 328.326 mg/dl. The repeated result was 108.139 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 402363. The expiration date was requested but not provided.